Event description:
It was reported that during implant of the right ventricular (rv) lead the helix was stuck in the deployed position. This occurred after extending and retracting the screw multiple times. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix was damaged/ stretched. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.